Event description:
It was reported by the baxter account executive (ae) that a customer alleged a patient fell out of the centrella bed and was injured. When staff arrived in the room, the flip up display (fud) on the centrella bed stated, ¿failed to activate¿ bed exit. No additional information was provided. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
The baxter ae provided the following additional information. The patient in this event was an elderly, confused male who had fallen once prior on the same day as the reported event. At the time of the reported event, nursing staff heard the patient fall and when they arrived in the room, the bed exit began alarming, though staff claimed the bed exit system had been set prior to the fall. The patient reportedly sustained a femur fracture. Treatment details were requested but not provided. No bed data/bed history could be obtained. The bed was reportedly connected to a third-party nurse call system (rauland), which had recently been installed at the customer's facility. It could not be verified if the bed was connected to nurse call system at the time of the event. The baxter service technician and baxter ae attended the customer¿s facility and upon their arrival, the bed was connected to the nurse call system. The bed was inspected by the baxter service technician with the baxter ae present and the reported problem could not be duplicated. The bed and bed exit system functioned as designed. The centrella® smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The device instructions for use (IFU) includes the following guidance on activating the bed exit. The bed exit alert system is activated through the graphical caregiver interface (gci) touchscreen, by choosing one of three sensitivity modes. When the system beeps one time and the bed exit on indicator shows on the home screen, the system is armed. When a bed exit mode is armed, the bed exit indicator will be green. When the system is armed and it detects an alert condition for the bed exit mode setting, the following occur even if the patient returns to the bed: an audible alert comes on; the amber alert silence control indicator flashes; a priority nurse call is sent to the nurse¿s station (for beds equipped and connected to a nurse call communication system). After the bed is used for transport, the IFU states to plug in the power cord, and as applicable, the auxiliary outlet power cord and the communication cable (for nurse call system). A review of the IFU found no ¿failed to activate¿ status related to the bed exit alert system. The baxter service technician inspected the bed and the bed exit system functioned properly. No problems were found, and the bed functioned as designed per functional, visual, and audible testing. In this event, the patient reportedly sustained a femur fracture after falling. Treatment information was not reported; however, a femur fracture may result in permanent impairment of a body function or permanent damage to a body structure and/or likely to require medical or surgical intervention to preclude permanent damage or impairment and is therefore considered a serious injury. The bed functioned as designed during inspection by baxter and the reported problem could not be duplicated. However, user error cannot be ruled out as a contributing factor. Prevention of a user error related to activating the bed exit alert system is outlined in the IFU. Should additional information become available, the complaint will be reassessed accordingly.